Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose after a meal while using the ilet and had been running high for over 90 minutes, reaching over 400 mg/dl before self-administering fast-acting insulin and later reconnecting to the pump at approximately 200 mg/dl; no device component was implicated and guidance on proper procedure was provided. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.